Manufacturer narrative:
Visual examination of the returned device revealed signs of operative use as evidenced by superficial markings and slightly stripped drive feature. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be identified from the returned devices. No other patient information or factors that may affect the performance of the components are provided. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L4/s1 posterior stabilisation. Patient presented for routine 3 month post op. Follow up, complaining of back pain. Upon investigation, the imaging revealed that the construct rods had migrated cranially, and are completely out of the s1 screws. This is evident when comparing the construct to the image taken immediately post op.